Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes / migration') and gastrointestinal injury ('malposition of essure device location of device: right side, into stomach / perforation: stomach') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence and appendectomy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), dizziness ("light headed"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and restless legs syndrome ("restless leg syndrome became worse"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems: vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstrual disorder ("changes in cycle"), rash ("rashes appearing"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), musculoskeletal pain ("pain between shoulder blades"), vulvovaginal pain ("vaginal area pain near cervix"), abdominal pain lower ("lower right stomach pain"), back pain ("lower back pain"), pruritus ("itching"), headache ("headache") and pelvic pain ("pelvic pain ") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hyst (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal infection, cystitis, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, menstrual disorder, depression, anxiety, rash, fatigue, amnesia, vaginal discharge, dizziness, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, musculoskeletal pain, vulvovaginal pain, abdominal pain lower, back pain and pelvic pain outcome was unknown, the dyspareunia, female sexual dysfunction, nausea, alopecia, allergy to metals, weight decreased, pruritus and headache had resolved and the restless legs syndrome had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, nausea, pelvic pain, pruritus, rash, restless legs syndrome, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient received treatment for perforation uterus, fallopian tube perforation, dyspareunia, vaginal infection, bladder infection. Migration. Discrepancy noted: date(s) of insertion: (B)(6) 2010. Current weight 149 lbs. 6 trailing coils at both sides diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) was performed, but no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: pfs received: event pelvic pain added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes / migration') and gastrointestinal injury ('malposition of essure device location of device: right side, into stomach / perforation: stomach') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence and appendectomy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), dizziness ("light headed"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and restless legs syndrome ("restless leg syndrome became worse"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems: vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstrual disorder ("changes in cycle"), rash ("rashes appearing"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), musculoskeletal pain ("pain between shoulder blades"), vulvovaginal pain ("vaginal area pain near cervix"), abdominal pain lower ("lower right stomach pain"), back pain ("lower back pain"), pruritus ("itching") and headache ("headache") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hyst (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal infection, cystitis, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, menstrual disorder, depression, anxiety, rash, fatigue, amnesia, vaginal discharge, dizziness, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, musculoskeletal pain, vulvovaginal pain, abdominal pain lower and back pain outcome was unknown, the dyspareunia, female sexual dysfunction, nausea, alopecia, allergy to metals, weight decreased, pruritus and headache had resolved and the restless legs syndrome had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, nausea, pruritus, rash, restless legs syndrome, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient received treatment for perforation uterus, fallopian tube perforation, dyspareunia, vaginal infection, bladder infection. Migration. Discrepancy noted: date(s) of insertion: (B)(6) 2010. Current weight 149 lbs. 6 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) was performed, but no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes / migration') and gastrointestinal injury ('malposition of essure device location of device: right side, into stomach / perforation: stomach') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence and appendectomy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), dizziness ("light headed"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and restless legs syndrome ("restless leg syndrome became worse"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems: vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstrual disorder ("changes in cycle"), rash ("rashes appearing"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), musculoskeletal pain ("pain between shoulder blades"), vulvovaginal pain ("vaginal area pain near cervix"), abdominal pain lower ("lower right stomach pain"), back pain ("lower back pain"), pruritus ("itching") and headache ("headache") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hyst (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal infection, cystitis, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, menstrual disorder, depression, anxiety, rash, fatigue, amnesia, vaginal discharge, dizziness, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, musculoskeletal pain, vulvovaginal pain, abdominal pain lower and back pain outcome was unknown, the dyspareunia, female sexual dysfunction, nausea, alopecia, allergy to metals, weight decreased, pruritus and headache had resolved and the restless legs syndrome had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, nausea, pruritus, rash, restless legs syndrome, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient received treatment for perforation uterus, fallopian tube perforation, dyspareunia, vaginal infection, bladder infection. Migration. Discrepancy noted: date(s) of insertion: (B)(6) 2010. Current weight 149 lbs. 6 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) was performed, but no results were provided. Most recent follow-up information incorporated above includes: on 13-mar-2020: pfs and mr received : events- "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), nausea, migraines / headaches, malposition of essure device location of device: right side, into stomach / perforation: stomach, changes in cycle, depression, anxiety, rashes appearing, device breakage, fatigue, hair loss, memory loss, nickel allergy, vaginal discharge, weight loss, light headed, bladder problems, urinary problems or changes, dental problems, dysmenorrhea (cramping), restless leg syndrome became worse, pain between shoulder blades, vaginal area pain near cervix, lower right stomach pain, lower back pain, itching, headache", reporter, lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation: uterus / migration"), fallopian tube perforation ("perforation: fallopian tubes / migration") and gastrointestinal injury ("malposition of essure device location of device: right side, into stomach / perforation: stomach") in an adult female patient who had essure inserted (lot no. 20218446) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy and stress urinary incontinence. On (B)(6), 2010, the patient had essure inserted. In (B)(6), 2010 she experienced device breakage (seriousness criteria medically important and intervention required), gastrointestinal injury (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), dizziness ("light headed"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and restless legs syndrome ("restless leg syndrome became worse"). In (B)(6), 2011 she experienced migraine ("migraines / headaches") and alopecia ("hair loss"). Essure was removed on (B)(6), 2014. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), vaginal infection ("bladder/urinary problems: vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstrual disorder ("changes in cycle"), rash ("rashes appearing"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), musculoskeletal pain ("pain between shoulder blades"), vulvovaginal pain ("vaginal area pain near cervix"), abdominal pain lower ("lower right stomach pain"), back pain ("lower back pain"), pruritus ("itching"), headache ("headache") and pelvic pain ("pelvic pain ") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hyst (full)). At the time of the report, the dyspareunia, female sexual dysfunction, nausea, alopecia, allergy to metals, weight decreased, pruritus and headache had resolved and the restless legs syndrome had not resolved. The outcomes for device breakage, uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal infection, cystitis, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, migraine, menstrual disorder, depression, anxiety, rash, fatigue, amnesia, vaginal discharge, dizziness, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, musculoskeletal pain, vulvovaginal pain, abdominal pain lower, back pain and pelvic pain were unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal injury, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, musculoskeletal pain, nausea, pelvic pain, pruritus, rash, restless legs syndrome, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure administration. The reporter commented: patient received treatment for perforation uterus, fallopian tube perforation, dyspareunia, vaginal infection, bladder infection. Migration. Discrepancy noted: date(s) of insertion: (B)(6), 2010 current weight 149 lbs. 6 trailing coils at both sides essure removal date : (B)(6), 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.529 kg/sqm. [Hysterosalpingogram] in (B)(6), 2010: total bilateral occlusion; on (B)(6), 2011: total bilateral occlusion [imaging procedure] (date unknown): essure confirmation test (unspecified) was performed, but no results were provided. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6), 2023: reporter lawyer added, reference section,rcc updated. Imdrf codes updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation: uterus / migration"), fallopian tube perforation ("perforation: fallopian tubes / migration") and gastrointestinal injury ("malposition of essure device location of device: right side, into stomach / perforation: stomach") in an adult female patient who had essure inserted (lot no. 20218446) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy and stress urinary incontinence. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced device breakage (seriousness criteria medically important and intervention required), gastrointestinal injury (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), dizziness ("light headed"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and restless legs syndrome ("restless leg syndrome became worse"). In august 2011 she experienced migraine ("migraines / headaches") and alopecia ("hair loss"). Essure was removed on (B)(6) 2014. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), vaginal infection ("bladder/urinary problems: vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstrual disorder ("changes in cycle"), rash ("rashes appearing"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), musculoskeletal pain ("pain between shoulder blades"), vulvovaginal pain ("vaginal area pain near cervix"), abdominal pain lower ("lower right stomach pain"), back pain ("lower back pain"), pruritus ("itching"), headache ("headache") and pelvic pain ("pelvic pain ") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hyst (full)). At the time of the report, the dyspareunia, female sexual dysfunction, nausea, alopecia, allergy to metals, weight decreased, pruritus and headache had resolved and the restless legs syndrome had not resolved. The outcomes for device breakage, uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal infection, cystitis, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, migraine, menstrual disorder, depression, anxiety, rash, fatigue, amnesia, vaginal discharge, dizziness, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, musculoskeletal pain, vulvovaginal pain, abdominal pain lower, back pain and pelvic pain were unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal injury, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, musculoskeletal pain, nausea, pelvic pain, pruritus, rash, restless legs syndrome, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure administration. The reporter commented: patient received treatment for perforation uterus, fallopian tube perforation, dyspareunia, vaginal infection, bladder infection. Migration. Discrepancy noted: date(s) of insertion: 26jul2010 current weight 149 lbs. 6 trailing coils at both sides essure removal date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.529 kg/sqm. [Hysterosalpingogram] in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion [imaging procedure] (date unknown): essure confirmation test (unspecified) was performed, but no results were provided. Lot number:20218446 manufacture date:(B)(6) 2009 expiration date: (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation: uterus / migration"), fallopian tube perforation ("perforation: fallopian tubes / migration") and gastrointestinal injury ("malposition of essure device location of device: right side, into stomach / perforation: stomach") in an adult female patient who had essure inserted (lot no. 20218446) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depressed mood in 2005, appendectomy in 2004 and augmentation mammoplasty, alopecia, anxiety, restless legs syndrome, intervertebral disc bulging, abstains from alcohol, non-smoker, allergic reaction to analgesics (allergy to morphine (hallucinations)), parity 4, gravida (4), suicidal tendency (she did feel suicidal at times), postpartum depression (significant postpartum depression after last birth), cough and stress urinary incontinence. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced device breakage (seriousness criteria medically important and intervention required), gastrointestinal injury (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), dizziness ("light headed"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and restless legs syndrome ("restless leg syndrome became worse"). In (B)(6) 2011 she experienced migraine ("migraines / headaches") and alopecia ("hair loss"). Essure was removed on (B)(6) 2014. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), vaginal infection ("bladder/urinary problems: vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstrual disorder ("changes in cycle"), rash ("rashes appearing"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), musculoskeletal pain ("pain between shoulder blades"), vulvovaginal pain ("vaginal area pain near cervix"), abdominal pain lower ("lower right stomach pain"), back pain ("lower back pain"), pruritus ("itching"), headache ("headache") and pelvic pain ("pelvic pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy, total laparoscopic salpingectomy, laparoscopic transvaginal taping cystoscopy, hyst (full) and hysterectomy with bilateral salpingectomy). At the time of the report, the dyspareunia, female sexual dysfunction, nausea, alopecia, allergy to metals, weight decreased, pruritus and headache had resolved and the restless legs syndrome had not resolved. The outcomes for device breakage, uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal infection, cystitis, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, migraine, menstrual disorder, depression, anxiety, rash, fatigue, amnesia, vaginal discharge, dizziness, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, musculoskeletal pain, vulvovaginal pain, abdominal pain lower, back pain and pelvic pain were unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal injury, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, musculoskeletal pain, nausea, pelvic pain, pruritus, rash, restless legs syndrome, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure administration. The reporter commented: patient received treatment for perforation uterus, fallopian tube perforation, dyspareunia, vaginal infection, bladder infection. Migration. On (B)(6) 2010 essure was inserted without complication. 6 trailing coils at both sides. Essure was removed on (B)(6) 2014: : hysterectomy, total laparoscopic salpingectomy, laparoscopic transvaginal taping cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.366 kg/sqm. [Hysterosalpingogram] in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. [Imaging procedure] (date unknown): essure confirmation test (unspecified) was performed, but no results were provided. [Pathology test] on (B)(6) 2014: surgical pathology: secretory endometrium, unremarkable myometrium, unremarkable cervixm unremarkable bilateral fallopian tubes. Clinical history: with menorrhagia, female pelvic pain, female stress incontinence. Gross description: received a partially previously opened 132 g uterus with attached cervix and bilateral fallopian tubes. The right purple-grey fallopian tube measures 6.5 cm in length, 0.3 cm in diameter, with a fimbriated end. Lot number: 20218446, manufacture date: 2009/10, expiration date: 2012/10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical records received: medical history and lab data added; the insertion of essure was without complications, on (B)(6) 2014 essure was removed via hysterectomy, total laparoscopic salpingectomy, laparoscopic transvaginal taping cystoscopy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') and fallopian tube perforation ('perforation: fallopian tubes / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal infection ("bladder/urinary problems: vaginal infection") and cystitis ("bladder/urinary problems: bladder infection"). The patient was treated with surgery (hyst (full)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, dyspareunia, vaginal infection and cystitis outcome was unknown. The reporter considered cystitis, dyspareunia, fallopian tube perforation, uterine perforation and vaginal infection to be related to essure. The reporter commented: patient received treatment for perforation uterus, fallopian tube perforation, dyspareunia, vaginal infection, bladder infection. Migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) was performed, but no results were provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event of injury nos was replaced with perforation: uterus. New events added fallopian tube perforation, dyspareunia, vaginal infection, bladder infection. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.